Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 95% stenosed mid left anterior descending artery. A 2.75 x 33 xience prime stent delivery system could not cross the lesion. It was removed and an nc balloon catheter was advanced for pre-dilatation; however, it would not cross either. A cutting balloon was used to prepare the lesion and the same xience prime stent delivery system advanced but it still could not cross the lesion and the proximal shaft outside the anatomy separated and was easily removed. The patient was sent to surgery as coronary angioplasty could not be performed. There were no adverse patient effects or clinically significant delay due to the xience prime. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all rele...